Event description:
It was reported that device interaction, filter movement, filter slider detachment, failure to recapture filter, and difficulty removing occurred. A transcatheter aortic valve replacement (tavr) procedure was being performed on a patient with severe calcification of the aortic annulus and at the level of the sinotubular junction (stj) and therefore a sentinel cerebral embolic protection (cps) device was recommended. The patient was under conscious sedation. The sentinel cps was inserted via the right radial and advanced to the intended location where both the proximal and distal filters were successfully deployed. The tavr procedure was performed with successful implant of a non-boston scientific (bsc) transcatheter heart valve (thv). After implant, aortic regurgitation was detected and a non-bsc balloon catheter was inserted for post-dilation. During insertion, the sentinel cps caught on the non-bsc balloon as it was coming around the ascending aorta, which disengaged the sentinel cps. The physician decided not to re-position the sentinel cps filters and proceeded with post-dilation. When the physician attempted to recapture the distal filter, the distal filter slider (#3) broke off and the distal filter was unable to be recaptured. The proximal filter was successfully recaptured for removal. While withdrawing the sentinel cps, the distal filter got stuck on the radial sheath. The physician deployed the proximal filter, which had already exited the patient's anatomy, in attempt to get the distal filter loose. The sentinel cps was removed as a unit with the radial sheath. Upon inspection, it was noticed that the distal filter slider lock was tightly secured, explaining how the distal filter slider broke off. No vascular issues on the radial artery were observed.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the sentinel cerebral protection system (cps), part # cms15-10c, batch # 33750653. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the sentinel cps was discarded, therefore returned device analysis could not be completed. Images of the sentinel cps were provided to aid in the investigation and reviewed by a bsc quality technician. The images showed a detachment of the distal filter slider (#3) and the articulating distal sheath. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to procedure. It is likely that the reported events could be related to excessive force applied to the sentinel cps during the procedure, as well as operational factors such as handling/technique.

Event description:
It was reported that device interaction, filter movement, filter slider detachment, failure to recapture filter, and difficulty removing occurred. A transcatheter aortic valve replacement (tavr) procedure was being performed on a patient with severe calcification of the aortic annulus and at the level of the sinotubular junction (stj) and therefore a sentinel cerebral embolic protection (cps) device was recommended. The patient was under conscious sedation. The sentinel cps was inserted via the right radial and advanced to the intended location where both the proximal and distal filters were successfully deployed. The tavr procedure was performed with successful implant of a non-boston scientific (bsc) transcatheter heart valve (thv). After implant, aortic regurgitation was detected and a non-bsc balloon catheter was inserted for post-dilation. During insertion, the sentinel cps caught on the non-bsc balloon as it was coming around the ascending aorta, which disengaged the sentinel cps. The physician decided not to re-position the sentinel cps filters and proceeded with post-dilation. When the physician attempted to recapture the distal filter, the distal filter slider (#3) broke off and the distal filter was unable to be recaptured. The proximal filter was successfully recaptured for removal. While withdrawing the sentinel cps, the distal filter got stuck on the radial sheath. The physician deployed the proximal filter, which had already exited the patient's anatomy, in attempt to get the distal filter loose. The sentinel cps was removed as a unit with the radial sheath. Upon inspection, it was noticed that the distal filter slider lock was tightly secured, explaining how the distal filter slider broke off. No vascular issues on the radial artery were observed.